Manufacturer narrative:
A siemens customer care center (ccc) specialist obtained calibration and quality control (qc) data from the customer. The qc recoveries were within range. The customer noted aspiration error flags on the system prior to the total hcg discordant result. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a service check on the system. The cse found bubbles coming from the valve manifold and replaced the valve manifold. The dark counts for the luminometer were high. The cse replaced the luminometer assembly and the dark counts were within specification. The cse calibrated the total hcg assay and the calibration was within specifications. The cse ran a five replicate precision study with the quality control materials and the precision was within specifications. The cause of the discordant, falsely elevated total hcg result is unknown. The instrument is performing according to specifications. Siemens is investigating this issue.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on an advia centaur cp instrument. The discordant result was not reported to physician(s). The same sample was repeated on the same instrument resulting lower. The sample was then repeated in triplicate, also resulting lower. It is unknown if the repeat results were reported to physician(s). There are no known reports of patient intervention due to the falsely elevated total hcg result. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the falsely elevated total hcg result.

Manufacturer narrative:
The initial MDR 2432235-2018-00105 was filed on 08-mar-2018. Additional information (12-apr-2018): a siemens headquarter support center (hsc) specialist reviewed the information in the complaint. The hsc specialist stated that the dark counts, assay calibration results and recoveries of the quality control (qc) materials were acceptable after the actions performed by the siemens customer service engineer (cse). The total human chorionic gonadotropin (total hcg) assay on the advia centaur cp is a direct assay that utilizes the valve manifold, probe wash reagent pump and lumonimeter. Inadequate washing from the valve manifold or probe wash pump may cause a discordant, falsely elevated total hcg result. Similarly, an issue with the luminometer may also cause falsely elevated discordant results. The replacement of these system components potentially rectified the issue for the customer. The cause of the discordant, falsely elevated total hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. The conclusion code has been updated in section h6.